Manufacturer narrative:
Investigation summary one (1) used list# a1141 connected to a microclave were returned for evaluation. As received, no physical damage or anomalies were found. The set was tested as per procedure and a leak from a crack on the adaptor component, located on the tube with yellow clamp was noted, additional some stress marks were noted. Complaint of leaks can be replicated. The probable cause is due to unintentional twisting force applied during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred reagarding a 9.5" (24 cm) smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock where it was reported multiple complaints of leaking noted on white microclave lumen when infusing lipids. There event occurred during patient infusion; however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.